Event description:
(B)(4). Event occurred in the united states. The patient reported that while sleeping, the infusion set's tubing which connects the set to the quick release had come off and the site was disconnected. Reportedly, this was observed when the patient woke up on the morning of this report, felt sick and checked his blood glucose was 346 mg/dl. The site was lower left abdomen and the pump was on his left hip in pajama shorts. The infusion was used since last night. The infusions were stored in a container. The patient was unsure of any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. The patient changed the set, and his blood glucose came down to 86 mg/dl. No further information available.